Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir was not able to lock in place. The customer blood glucose level was 800 mg/dl at the time of incident and current blood glucose value was 100 mg/dl. The customer experienced symptoms such as abdominal pain. Customer stated the insulin pump had cosmetic damage. Customer reported that the insulin pump had reservoir lip ring crack. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken.